Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contacts, but the device was working normally. The price quotation for repair was rejected by the customer, so the device was sent back to the customer un-repaired.

Event description:
It was reported that the external pulse generator (epg) was sensing abnormally. The epg was returned for servicing. There was no patient involvement.